Event description:
It was reported through another complaint that a revision of the insert and femoral component was performed. No additional information on this revision is available at this time.

Manufacturer narrative:
Na